Event description:
The customer reported an overload fault. X-rays were disabled as a result of this error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.